Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak on the inside of the cassette door of the cycler after ending a patient¿s pd treatment. The pdrn reported receiving an air detected in cassette alarm prior to treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued. The cassette used by the pdrn was discarded and is not available for return for physical evaluation by the manufacturer. Additional information has been requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction provided in h10. The complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No product will be returned from the distribution center to be analyzed since the lot number is unknown and no information was found on the sap system from this customer regarding to liberty cycler set product been delivered. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided. Should the sample become available, the investigation file will be reopened and will be updated accordingly.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak on the inside of the cassette door of the cycler after ending a patient¿s pd treatment. The pdrn reported receiving an air detected in cassette alarm prior to treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued. The cassette used by the pdrn was discarded and is not available for return for physical evaluation by the manufacturer. Additional information has been requested but has not been obtained.

Manufacturer narrative:
The complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No sap shipping search could be performed for the lots delivered to the patient since there is no patient number reported or additional information for the search. Consequently, no product will be returned from the distribution center to be analyzed since the lot number is unknown and no information from the patient is available for the identified of the possible involved lots in sap. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided. Should the sample become available, the investigation file will be reopened and will be updated accordingly.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered a fluid leak on the inside of the cassette door of the cycler after ending a patient¿s pd treatment. The pdrn reported receiving an air detected in cassette alarm prior to treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The pdrn was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued. The cassette used by the pdrn was discarded and is not available for return for physical evaluation by the manufacturer. Additional information has been requested but has not been obtained.